Event description:
It was reported that the customer had a off no power on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer parent stated that the battery in use is energizer aaa alkaline and didn't receive a low batter alert prior to the off no power alert. The said that the battery was not previously used, the insulin pump was not dropped or bumped. The patient stated that this is the second occurrence of off no power without a low battery warning. The customer was advised that the insulin pump need to be replaced. The patient was advised that they may continue to wear insulin pump until replacement arrives if they insert a new battery.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.